Manufacturer narrative:
Citation: rizik d., et al. Late outcomes after transcatheter aortic valve replacement with a mechanically expanded versus self-expandable valve: 4-year results from the reprise iii randomized trial. J am coll cardiol, oct 27, 2020; 76 (17 supplement s). Doi: 10.1016/j.jacc.2020.09.095. Earliest date of publish used for event date. Medtronic products referenced: corevalve (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature comparing late clinical outcomes between a mechanically-expanded versus self-expanding valve used for transcatheter aortic valve replacement (tavr). All data were collected from multiple centers over a four-year period. The study population included 912 patients, 305 of whom were implanted with medtronic corevalve (no serial numbers provided). Among all medtronic corevalve patients, all-cause mortality was 41.8% with cardiac mortality involving 36.6% of patients. No further information was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic corevalve patients, adverse events included: strokes, including disabling strokes, need for permanent pacemaker implantation, hospitalizations for valve-related symptoms, worsening congestive heart failure, life-threatening bleeding and need for repeat tavr for valve-related dysfunction. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.